Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) trigger release is broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit visited the site and repaired the spring action. Tested and found working fine. Unit returned to customer.

Event description:
N/a